Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate low measurement or to determine if it could have contributed to the patient's hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately," and advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel.¿

Event description:
The patient reported that their blood glucose meter showed readings in the 100's. While the patient's doctor was getting a reading of high (500 mg/dl) using their glucose meter. The patient's blood glucose meter was replaced. Treatment for hyperglycemia was not provided.

Manufacturer narrative:
The returned product was evaluated and no problem was found with the device.